Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. It was reported that hospital staff performed resuscitation efforts. Review of the patient's download data indicates the patient received two appropriate shocks and three additional inappropriate shocks in response to CPR/motion artifact on the date of passing. The device was started up at 07:56:42 on (B)(6) 2021. The patient was in sinus rhythm at 80 bpm at 00:54:11 on (B)(6) 2021. The patient's rhythm then degraded to vt at 130 bpm before self-converting to an idioventricular rhythm at 60 bpm by 00:55:31. The patient's rhythm degraded to fine vf with CPR/motion artifact at 00:55:43. The patient received the first appropriate shock at 00:57:15. The patient's rhythm at the time of the shock was fine vf with CPR/motion artifact. The patient's post-shock rhythm was an idioventricular rhythm at 60 bpm with motion artifact. The patient received the first inappropriate shock at 00:58:33. The patient's rhythm at the time of the shock and post-shock rhythm were an idioventricular rhythm at 50 bpm. The patient received the second inappropriate shock at 01:00:01. The patient's rhythm at the time of the shock was an idioventricular rhythm at 40 bpm with CPR/motion artifact. The patient's post-shock rhythm was induced vt at 100 bpm with CPR/motion artifact. The patient was in an idioventricular rhythm at 40 to 60 bpm with CPR/motion artifact at 01:00:47. The patient's rhythm then degraded to vt at 110 bpm before degrading to vf with CPR/motion artifact at 01:04:51. The lifevest detected the arrythmia, but CPR/motion artifact prevented delivery of a treatment shock. The patient's rhythm then slowed to vt at 100 bpm with CPR/motion artifact before self-converting to an idioventricular rhythm at 50 to 80 bpm with CPR/motion artifact at approximately 01:17:57. The patient was in sinus rhythm at 60 bpm with CPR/motion artifact at 01:18:42. The patient's rhythm then degraded to fine vf with CPR/motion artifact. The patient received the second appropriate shock at 01:24:04. The patient's rhythm at the time of the shock was vf with CPR/motion artifact. The patient's post-shock rhythm was obscured by CPR/motion artifact before transitioning to an idioventricular rhythm at 60 bpm. The patient received the third inappropriate shock at 01:26:03. The patient's rhythm at the time of the shock was an idioventricular rhythm at 60 bpm with motion artifact. The patient's post-shock rhythm was obscured by motion artifact and electrode lead fall off. The patient was in an idioventricular rhythm at 60 bpm with motion artifact and electrode lead fall off from approximately 01:26:03 until the device shutdown at 01:31:27.

Manufacturer narrative:
The electrode belt has been returned and the evaluation is underway. The device flag data from the last download (11/12/2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device evaluation of the monitor has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor, 04/29/2021, belt, 04/23/2010.